Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the cinchlock had issues deploying.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The reported failure mode will be monitored for future reoccurrence. Visual inspection: stryker endo received the device. The device was then taken to pivot medical to be investigated by pivot medical engineer. The microhardness test was conducted on the pull wire for the device. The root cause for the reported failure involving this device is due to a manufacturing issue. (B)(4).

Event description:
It was reported that the cinchlock had issues deploying.